Event description:
It was reported that the patient was experiencing discomfort and pain at the ipg site due to placement and charging. It was also stated that the implantable pulse generator (ipg) was not providing pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.